Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted upon interrogation that the implantable cardiac monitor displayed a false elective replacement indicator (eri) alert. The issue was resolved by resetting the gauge. The battery display was full. The patient was stable and in good condition.